Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus via pump. Customer cleared the alarm and resumed insulin delivery.